Event description:
Procedure performed: laparoscopic chole. The retrieval bag released itself and closed in the patient's abdomen. Thereafter it broke off inside the patient disa ref: d02-14-c1010 additional information received 10jan2019 via email: the stock controller at cosmos said that they can't provide more info on the faulty cd001 than what they have already done. They just opened a new cd001 and continued with the case patient status: no harm done type of intervention: opened a new cd001.

Manufacturer narrative:
The event product was returned to applied medical for investigation. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic chole. The retrieval bag released itself and closed in the patient's abdomen. Thereafter it broke off inside the patient status: no harm done. Type of intervention: opened a new cd001.